Event description:
A nail, spiral blade, and locking bolt, implanted for a transverse subtrochanteric stress fracture of the right femur, possibly due to chronic immuno-suppressive therapy with prednisone, broke post-operative. X-ray taken about seven months later showed persistent fracture line without clear bridging callus which the surgeon found "worrisome for a developing fracture nonunion". Surgeon was considering removal of locking bolt for dynamization and a reduction in pt's arthritis medications to inscrease chances of healing. Pt did not followup and three months later experienced pain. X-ray taken showed breakage of nail and spiral blade. Broken nail and a portion of the blade were removed two days later. Balance of spiral blade was removed after twelve days.